Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted a phone eval. The customer rebooted the system. The system was reported operating as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(6), 2011 (B)(4)). FDA requested this event to be removed from the rsr request and filed via 3500a.